Event description:
After my implants were placed I started having horrible pains in my chest. Sharp stabbing pains, burning pains and problems breathing. As time went on things continued to get worse to include all over body chronic pain, chronic fatigue, digestive issues, migraines, blurred vision, memory fog, headaches, gerd, fibromyalgia, ibs and so much more. I have not been able to work and was bedridden for almost 2 years. I was fine prior to my implants being placed and then approximately 6 months or so after them being put in everything went downhill and life has been awful since. These things are deadly and should be illegal and not able to be put in anyone¿s body because of what they are doing to so many women.